Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's lead exhibited high out of range shock impedance measurements. This device was also noted to have delivered multiple inappropriate anti-tachycardia pacing (atp) and shocks across multiple episodes due to atrial fibrillation (af). The lead is expected to be replaced at a future date. The device is expected to be replaced at that time as the device is close to elective replacement indicator (eri) with normal battery depletion. No adverse patient effects were reported.